Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) display shows end, after 14 days of use, the display is no longer functional [device information output issue]. Case description: this non-serious spontaneous regulatory authority case received from the bfarm(the federal institute for drugs and medical devices), germany was reported by a pharmacist as "display shows end, after 14 days of use, the display is no longer functional(device image display issue)" beginning on (B)(6) 2024, and concerned a patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", patient's height, weight and bmi(body mass index) not reported. Medical history was not provided. On (B)(6) 2024, the display is no longer functional after 14 days of use. Display shoes end. Batch numbers: novopen 6: pvgdr89. The outcome for the event "display shows end, after 14 days of use, the display is no longer functional(device image display issue)" was not reported. References included: reference type: e2b authority number. Reference ID#: (B)(4). Reference notes: bfarm (the federal institute for drugs and medical devices). This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Since last submission, this case has been updated with the following product tab updated (device available for evaluation yes) narrative updated accordingly. No further information available. Device evaluation has not been performed yet, FDA codes for annex g, b, c, d are entered due to mandatory esubmitter requirements. Preliminary manufacturer's comment. 20-nov-2024: the suspected device novopen 6 has been returned to novo nordisk for evaluation. Investigations are ongoing. No conclusion reached. H3 continued: no (attach page to explain why not) or provide code. 02 device evaluation anticipated, but not yet begun.